Event description:
It was reported that the implantable pulse generator (ipg) may have migrated after the patient lost a substantial amount of weight. The patient experienced tenderness, soreness and discomfort at the implant site. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.